Event description:
While lifting a patient with the stretcher a pin broke on the arm pintle assy. Causing the head end of the stretcher to drop. A member of the staff caught the end of stretcher to drop. A member of the staff caught the end of the stretcher before it hit the floor. No injury to pt or staff.